Event description:
The pt was revised because of wear on the insert.

Manufacturer narrative:
The exact date of implant was unk but it was approximately 11 years ago. The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.